Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the patient had poor communication on the patient programmer. The patient was having a problem when trying to hook up and charge. The patient programmer would not power on and they were unable to open the battery compartment to replace the aaa batteries. The patient then tried to connect to the implantable neurostimulator (ins) using the insr and it was also depleted. It was noted the patient had limited knowledge of the external devices. The patient plugged the insr into the ac power source, attempted to start a recharge session, but only saw the reposition antenna screen. They were unable to communicate with the ins using the recharger. The patient had never charged their ins, and that they did not know if they had ever connected to the ins with the patient programmer. No patient symptoms were reported. Additional information was received from a consumer. It was reported that the patient stopped using their stimulator. The patient reported that they met with a manufacturer's representative (rep) and the patient started charging again. The caller reported that they are seeing a por message and is also seeing a 90% charge on the battery. The patient is not scheduled to meet with the rep until 2:30 on the next day. Patient services reviewed to charge fully and to charge again in the morning to ensure that the device is charged for their appointment. Additional information was received from a consumer. It was reported that the patient's doctor set the patient up with a manufacturer's representative (rep) to jumpstart the patient's battery. The patient went home and followed the rep's instructions to charge for a week and they still could not get a reading. The rep sent the patient home to continue charging for another week. They asked the patient to decide if they wanted to change the battery. When the patient returned in a week to find out they were planning to remove the unit as they have not been using it. The battery was dead and the patient could not use it.